Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the product specialist that a patient has encountered hip dislocation, revision thr done.

Event description:
It was reported by the product specialist that a patient has encountered hip dislocation, revision thr done.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows a cemented left tha with the components in expected position with pristine interfaces. The ap left hip x-ray shows a dislocation of this hip. The documentation provided verifies a total hip dislocation. No information was provided the verify a tha revision occurred. Tha dislocation is confirmed. The root cause cannot be established from the information provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. A review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows a cemented left tha with the components in expected position with pristine interfaces. The ap left hip x-ray shows a dislocation of this hip. The documentation provided verifies a total hip dislocation. No information was provided the verify a tha revision occurred. Tha dislocation is confirmed. The root cause cannot be established from the information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.